Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had incision site pain after a mechanical fall. The clinic disclosed that the patient had a device check which revealed phrenic nerve stimulation by the left ventricular (lv) lead. Reprogramming was performed. The lv lead remains in use. No further patient complications have been reported as a result of this event.